Event description:
This event was initially reported per MFR. Report #2938836-2001-00199, dated in 07/2001 on the concomitant lead: it was reported to st. Jude medical that the lead was explanted due to insulation failure. The device was not believed to be a contributing factor to this event. However, analysis revealed a cracked capacitor.